Event description:
It was reported via sus voluntary event report medwatch: mw5147576, that the patient presented in emergency room for unrelated matter. Upon interrogation, it was found that the right atrial lead exhibited intermittent unspecified over-sensing and under-sensing. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147576.